Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. Microscopic inspection revealed the distal housing was complete with no shattered pieces. Impedance testing showed a good unit wave form. Flushing of the catheter and imaging test could not be performed due to the returned product condition. The catheter was properly recognized by the imaging system when plugged into the motor drive unit during its testing.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that visualization issues occurred. The opticross hd imaging catheter was selected for use. There was no issue with the image during preparation, but when the device was used, the screen became dark and nothing was displayed. The procedure was completed with another of the same device. There was no patient injury. However, returned device analysis revealed imaging window detachment.